Manufacturer narrative:
Device evaluated by MFR?, (B)(4).

Event description:
It was initially reported by the following neurologist's nurse that the patient had an infection and discharge that required wound revision. Further follow-up with the surgeon found that there was not an infection. Instead the wound was healing poorly and the skin was eroding, causing a portion of the generator to be visible. Initially a washout and incision revision was performed. The patient was prescribed keflex prophylactically at the time. However, the issue persisted. The physician believed that the skin erosion and extrusion was a result of a larger generator and the patient's thin layer of subdermal fat. For this reason, the patient underwent generator replacement surgery, replacing the larger generator with a smaller model. A review of the manufacturing records confirmed sterilization of the suspect generator. No further relevant information has been received to date.

Event description:
It was reported that after the suspect generator was replaced with a smaller generator, the patient developed an infection, as captured in MFR. Report # 1644487-2017-03251, no further relevant information has been received to date.